Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a physically damaged computer/analog pca. The pcb was cracked, damaging multiple power supplies and components on the pca. The monitor enclosure showed signs of physical abuse. Additionally, contamination was found in the monitor on multiple connectors on the computer analog and defibrillator pcas. The root cause for damaged pcb was physical abuse. The root cause of the contamination was ingress of an unknown substance. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.